Event description:
It was reported to vyaire medical that blower demand alert occurred and got hot during use on a patient on the revel ventilator. The customer reported there was no patient harm associatd with the reported event.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 & h10. "Results of investigation: vyaire medical received the device for evaluation. Service technician was unable to verify customer reported complaint that states unit was on patient and got blower demand alert, customer states the unit got hot during bench testing. Service performed several patient circuit leak test, vent passed with no issues. Vent passed 118 hrs. Of extended test at customer's settings without any unusual alarm or error condition. Unit passed initial final test using automated testing fixture which test the total functionality of the ventilator. Vent passed initial alarm volume test with no restriction. Unit was opened and inspected; no anomalies were found. Process ventilator through service to meet all factory specifications. " vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.